Event description:
It was reported that a user contacted support for assistance with changing ilet supplies and a dexcom g6 sensor while experiencing out-of-range glucose values, including a high of 256 mg/dl and a low reported as less than 40 mg/dl; the user ate lunch to address the low and then changed supplies and the g6 sensor, after which insulin delivery was resumed and the new sensor entered warmup. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included temporary impact on glucose control without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and user education on supply and sensor changes and verification that the system resumed insulin delivery. Investigation of this case revealed no device malfunction and an unclear cause of both the hyperglycemic and hypoglycemic events given concurrent sensor change and recent meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.